Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the image problem being due to a broken video connector socket. Additional issues were identified during the device evaluation: the rear panel deformation and the deformation of the top cover. The investigation is ongoing. Additional information has been requested from the reporter. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on the video system center when connecting to the cyf-v2/visera cysto-nephro videoscope and older devices. There were no reports of patient harm associated with the event.